Manufacturer narrative:
H4: manufacturing date ¿ added. H3: device evaluated by mfg ¿updated. H3: summary attached - updated. D4: expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned, and the lot number was confirmed with the packaging returned with the device. During visual inspection, only the proximal section of the guidewire was only returned (202cm). The guidewire was seen to be kinked in two locations (160cm and 187cm). The proximal segment was seen to be broken along the nitinol tubing and the core and platinum wire could not be seen. The ptfe (polytetrafluoroethylene) coating was seen to have peeled at roughly 43cm. Functional testing was not completed due to device condition. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that synchro soft wire broke off inside the patient. No further information is available. The device was returned and it was confirmed that the distal tip of the guidewire had been broken fractured from the device, the distal section was not returned. There was kinking also noted to the device. The proximal ptfe coating was noted to be peeled. It is probable that there may have been anatomical and/or procedural factors present during the clinical procedure which caused the reported resistance during advancement through the microcatheter, and the subsequent guidewire fracture. There is no additional information on the patient complications experienced, therefore it cannot be determined if the device malfunction may have caused or contributed to the patient harm. An assignable cause of procedural factors will be assigned to the reported events of guidewire broken/fractured during use and guidewire difficult to advance and to the analyzed events of guidewire kinked/bent, guidewire distal tip broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. The damage noted the proximal guidewire ptfe peeling is characteristic of damage due to the torque device, this either occurred during use or during removal of the torque device after use. Therefore an assignable cause of handling damage will be assigned to the analyzed event of guidewire ptfe coating peeling. An probable assignable cause of anticipated procedural complication will be assigned to the reported event of patient complications, as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the procedure, there was resistance while using the guidewire (subject device) with a microcatheter and the guidewire (subject device) broke off inside the patient. The prognosis of the patient is unknown. The situation is bad but it is unknown as to what extent of issues this may have caused. No further information is available.

Event description:
It was reported that during the procedure, there was resistance while using the guidewire (subject device) with a microcatheter and the guidewire (subject device) broke off inside the patient. The prognosis of the patient is unknown. The situation is bad but it is unknown as to what extent of issues this may have caused. No further information is available.